Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with their device vibrating. Upon interrogation, their device was found to be in backup vvi mode. A device restoration was performed successfully and reprogrammed. There were no adverse events and the patient is stable.